Event description:
Patient presented to the physician with a portion of the stimulation lead body eroded through the skin at the neck incision site. Physician prescribed antibiotics. Physician brought the patient into the or two days later, replaced the stimulation lead, and closed the incision.